Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recr0049 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (recr0049) have been reported from the same facility in (B)(4).

Event description:
It was reported that fester developed around puncture site. The patient suffered from lung cancer and had a PICC catheter placed on (b)(69) 2019 to protect peripheral blood vessels. When he returned to the hospital for catheter maintenance on (B)(6) 2019, fester was seen around the puncture site. According to the doctor's advice, anti-inflammatory powder was applied to the puncture site and an anti-inflammatory patch was placed to cover the puncture site. Advised the patient to keep a close eye on the puncture site, and if the condition progressed, he would need to return to the hospital for treatment. If it became better, the dressing should be replaced every three days. During return visit on (B)(6) 2019, the patient stated that the above symptoms improved.